Manufacturer narrative:
Analysis confirmed the customer comment that the atrial knob was not functioning, the encoder was out of specification in an electrical manner. It was additionally noted that the atrial output connector was cracked, one case screw was contaminated and the display wire insulation was pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial knob was not functioning. The generator was returned for service. There was no patient involvement.